Manufacturer narrative:
Other contact person: mr. (B)(6). Other contact phone number: (B)(6). Updated field: b4, d9, e1(other contact person name, other contact phone number), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) inspected the unit on site and reviewed the fault code records to confirm the reported issue. The fse replaced the solenoid control pcb, drive manifold assembly and muffler 1/8 npt. The unit passed all factory specified performance and safety test. The unit was returned to the customer for clinical use. The failure analysis and testing dept. Received parts with a reported unit failure of the balloon waveform showing a straight line. The led lights on the solenoid board are also abnormal. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually and together in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual. No failure confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11. Corrected fields: d10, e1 (initial reporter), h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6) and full event site address: (B)(6) and event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) balloon waveform shows a straight line. The patient was weaned from the ventilator without causing any harm to the patient.